Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 60656un20. Trending review determined no adverse trend for elevated results for the product. Return testing was not completed as returns were not available. The issue appears to be sample specific for certain patient samples caused by pre-analytic and/or instrument errors. After troubleshooting, the issue was resolved and acceptable results were generated. Historical performance data also suggests the product is performing acceptably. Quality control results were within range at the time of the incident. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of creatinine reagent lot 60656un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A physician complained that architect creatinine results were too high. The samples were retested and the values were lower. The following examples were provided. Sid (B)(6): initial result 2.00 mg/dl, repeat result 1.44 mg/dl. Sid (B)(6): initial results 2.13 and 2.15 mg/dl, repeat results 1.59 and 1.60 mg/dl. Sid (B)(6): initial result 2.11 mg/dl, repeat result 1.52 mg/dl. Sid (B)(6): initial result 2.10 mg/dl, repeat result 1.50 mg/dl. Sid (B)(6): initial result 2.01 mg/dl, repeat result 1.45 mg/dl. Sid (B)(6): initial result 2.03 mg/dl, repeat result 1.48 mg/dl. No adverse impact to patient management was reported.